Event description:
It was reported on (B)(6) 2025 at 13:55 the patient complained of slight dampness in the peripheral dressing of the PICC, viewed the patient's PICC puncture point without any abnormality, reported to the team leader and the doctor on duty, the team leader gave the maintenance, slowly pulling out the catheter while pushing the saline, viewed the 1mm transverse rupture at 28-29cm. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.